Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector disconnected from an unknown set. The reporter stated that the nurse ¿must push hard to make the connection and that if they are not successful the first time the tubing will pop off¿ of the one-link device. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.